Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, symptomatic pelvic relaxation, a rectocele, and an enterocele. The patient underwent the concurrent procedure of prefix pps system implantation during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4) - urinary problems; bowel problems; dyspareunia; neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and prefix pps system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.